Event description:
It was reported that a patient received a cortisone injection due to iliotibial band syndrome approximately three months post implantation. This was reported as resolved approximately two and a half months after receiving the cortisone injection. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). D10: medical product: psn fem cr cmt ccr nrw sz 7 r item#: 42502006202, lot#: 67401978. Psn tib np stm 5 deg sz d r item#: 42532006702, lot#: 67393967. Psn mc ve asf r 11mm 6-7/cd item#: 42522100411, lot#: 67145024. Biomet bc r 1x40 us item#: 110035368, lot#: au09bb1301. Canary tibial ext 14x30mm item#: 43557003014, lot#: 035132. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.